Event description:
It was reported that an ilet insulin pump presented repeated alert 38 motor stall notifications that persisted after multiple restarts, priming, and attempts to rewind, including after the device was charged above 50 percent. The device subsequently displayed an ¿unable to proceed¿ message before the rewind step, and a replacement was initiated. No reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no impact to activities of daily living. Investigation included technical troubleshooting by customer support. Investigation of this case revealed a suspected internal motor stall with inability to complete rewind despite standard recovery steps. It was concluded that the event was related to a device mechanical malfunction of the pump drive system, and a replacement device was provided.